Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. D4. Unique identifier (UDI) #: unable to determine UDI# as the information was not provided.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the mean airway pressure (map) was fluctuating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h3, h6, and h11 additional information received indicates that the customer did not return the device and additional information, such as device settings, has not been provided. Technical support supplied a quote to the customer for a field service representative to go onsite for device evaluation, however no response was received from the customer. As a result, the claim will be closed as no sample returned and will be reopened if the customer provides additional information.